Event description:
It was reported via clinic notes received that the patient was diagnosed with depression and would likely be referred to a psychiatrist. It is unknown if there is believed to be a relationship of the depression to vns. Vns diagnostics taken on (B)(6) 2012 indicate normal device function.

Manufacturer narrative:
.